Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient's ins is tipped in their pocket, patient has heavy tissue in the right buttock, where the ins is, and it migrated a little. Rep states the patient is having difficulty charging and finding their ins due to it's posit ioning. Patient is able to charge, but it is a burden and the rep was able to charge the ins with excellent and good coupling yesterday (after a lot of palpating and moving it around for about 15 minutes). Rep states the ins is perpendicular, not flat. Rep also states the physician plans to revise the ins for these reasons. Rep is unsure how long this has been an issue, but states it has been going on for a bit.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep. Reported, that no surgery date has been been set. Unknown cause of battery tilt/migration. Possible pocket revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.